Manufacturer narrative:
Additional:if follow-up, what type. Correction: date of report, concomitant medical products, PMA/510k, device evaluated by MFR. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. A trend considering the following event is identified: device fracture. Event summary: it was reported that on (B)(6) 2018, during a cm nail surgery the tip of the drill fractured inside the patient's body. The fractured portions were retrieved from the patient. No issues concerning the patient have been reported. A surgical delay of 0-15 min is assumed in order to retrieve the broken off tip. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the drill shows some normal signs of usage from the mating end to the measuring mark 20. After the 20 mm mark some discoloration and a scratch is visible. The drill tip shows normal signs of usage until the fracture surface. The broken off tip has not been received for investigation. The polished fracture surface indicates that the fracture surface was in contact with a metallic counterpart after the fracture. Measurement: no measurement performed, as the geometry of the drill is initially inspected with a dial gauge. Further the DHR indicates that all components met all specifications. Functional test: no functional test necessary for investigation. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance, not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible, as according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling, possible, as based on the lack of medical documentation (such as surgical report), this cause cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling, possible, as based on the lack of medical documentation (such as surgical report), this cause cannot be excluded. Instrument breaks or deforms due to off-label / abnormal-use, possible, as based on the lack of medical documentation (such as surgical report), this cause cannot be excluded. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination showed that the drill tip broke off and is missing. The polished fracture surface indicates that the fracture surface was in contact with a metallic counterpart after the fracture. Otherwise no macroscopic conspicuousness were detected on the received device. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Manufacturing of the lot: pf13631, which yielded 447 pieces, was on oct 12, 2012. None of the 447 devices was scrapped, nevertheless, a documentation ncr was found which was evaluated to have no influence on the functionality of the device. Drilling at angle or drilling when the drill tip is jammed may be potential causes for the device fracture. However, based on the information given no specific root cause could be identified. Further, based on the available information and the identified lot trend (multiple similar complaints from the same lot) further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Should the results of the further investigation indicate the necessity of a remedial action/corrective action/preventive action/field safety corrective action, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that on (B)(6) 2018, during surgery the tip of the drill was fractured in the patient body, the fractured portions were retrieved from the patient and no issues concerned to patient were reported.